Event description:
A horizon intravenous catheter broke after it was inserted.

Manufacturer narrative:
Returned was single titanium port with attached bayonet locking mechanism and small silicone catheter segment. Greater than 10 punctures observed. Biological debris observed on the outer periphery of the septum. Amber colored staining observed in the reservoir. Needle strike marks observed. Minor clamp marks observed to the right of the 5 o'clock position suture hole and at the 7 o'clock position suture hole. Biological debris observed. No visible catheter donut observed. Not attached as per the IFU. Scratch marks and biological debris observed. Catheter segment measured 3/16" in length. Distal end observed irregularly cut. Lot number not provided, unable to perform device history record search and trend analysis. The complaint catheter broke after it was inserted" was not confirmed. The cause of the complaint observed in the clinical setting could not be determined.